Event description:
It was reported that patient presented to the hospital after receiving multiple inappropriate high voltage therapies. Upon investigation high, out of range pacing lead impedance, oversensing, and noise were noted. The lead was explanted and replaced. Patient was well after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 8.2cm was returned for analysis. Fracture of the outer coil was noted at 2.2cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.